Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated with the insulin pump. Troubleshooting was done. The customer reported that the basal rates on the insulin pump were just recently updated by the doctor of the customer. The customer was advised by the doctor to have the insulin pump replaced. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. The insulin pump would be replaced as a courtesy as the customer has relayed fears that he may end up in the hospital if no replacement was done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.